Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v598061, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the lead had moved approximately 1.1 cm. No action had been taken and the even was considered ongoing.

Manufacturer narrative:
Final analysis of the lead revealed insignificant anomalies. The lead body was stretched.

Event description:
Additional information reported the battery was replaced during the lead replacement and the event was considered resolved without sequelae.

Manufacturer narrative:
Product ID: 3889-28, lot# v598061, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was a return of symptoms and lack of relief about 40 percent. There was normal battery depletion. There was no patient death or patient injury related to the event. The patent recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.